Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right ventricular (rv) lead. The stored electrogram (egm) showed occasional undersensing. The automatic gain control (agc) is programmed at 0.6mv (millivolts). Battery longevity is normal. The device and lead remain in service. No adverse patient effects were reported.